Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the latch lock sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock sensor was replaced and the device passed all testing.

Event description:
It was reported that the latch lock sensor had failed during testing. A latch lock sensor issue was confirmed and is a reportable malfunction that could interrupt therapy. Complaint is now reportable.